Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A third party main lamp was installed when the phenomenon occurred. Based on the results of the investigation, it is likely the emergency light turned on because the main lamp was not specified by olympus. The following is stated in the instructions for use which can prevent the event: "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire."

Manufacturer narrative:
The reported problem was resolved with troubleshooting assistance provided by olympus technical support via phone. In troubleshooting the reported problem, technical support learned that a non-olympus lamp was installed and the problem occurred following installation of the non-olympus lamp. To resolve the problem, the reporter was advised to replace the main lamp with an olympus lamp.

Event description:
A user facility reported to olympus that after installing a non-olympus main lamp, the main lamp went out after 90 minutes while performing a procedure and the device switched to the spare lamp. The intended procedure is unknown. The procedure was completed using the same device without delay. There was no patient injury or medical intervention associated with the event reported to olympus.